Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted brand name, common device name under d2, model number, serial number and primary unique device identifier (UDI) number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6010361, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6010361 was manufactured according to the work instruction (wi) version 120 in the line 06, on 20/nov/2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 4k04477 was manufactured according to the form version 8 and manufactured in the machine itl01, on 29-oct-2024, with a total of (B)(4) units. The lot 4k04481 was manufactured according to the form version 65 and manufactured in the machine sc03, on 28-oct-2024, with a total of (B)(4) units. The lot 4k00321 was manufactured according to the form version 65 and manufactured in the machine sc02, on 09-oct-2024, with a total of (B)(4) units. The lot 4l03495 was manufactured according to the form version 8 and manufactured in the machine itl01, on 19-nov-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced infusion set leakage event (B)(6) 2025. The leakage was in the tubing. No further information available.